Event description:
Consumer reports that upon removal, a couple of tampons elongated and came apart inside her. Fibers remained inside and she will make an appointment to be examined by the doctor. This is a non-us product malfunction. This event occurred in (B)(6).

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.